Event description:
During a saline flush through a clave, the nurse was splashed with saline from the IV line. Clave extension set was connected to a port a cath. When nurse attempted to flush saline through the proximal (upper) clave, using a 10cc syringe, saline came out of the distal (lower) clave and splashed into her face. No harm reported to pt or health care worker.